Event description:
The customer received questionable creatinine plus results on their p- module since (B)(6) 2012. The customer provided data for three patients, two of which had discrepant results reported outside the laboratory. The first patient's initial creatinine result was 270 umol/l. On (B)(6) 2012, the repeat result was 71 umol/l. On (B)(6) 2012, the second patient's initial creatinine result was 238 umol/l. On (B)(6) 2012, the repeat result was 69 umol/l. There were no adverse events. The creatinine reagent lot number was 65271901 and the expiration date was not provided. The field service representative found some reagent stains on top of the cuvettes. He fixed this on (B)(6) 2012. On (B)(6) 2012, he verified the probe cleaning and position of the probes and he changed some syringe seals.

Manufacturer narrative:
A specific root cause could not be determined with the information provided for investigation. The calibration data was checked and compared with the release data. No further actions were necessary as the technical issues were fixed. No adverse event was reported.

Manufacturer narrative:
This event occurred in (B)(6).